Manufacturer narrative:
Updated blocks: d4, d9, and h4. This device is intended for export and only shipped to japan and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
Updated blocks: d4, h4 & h6. The reported complaint was confirmed via a photograph provided. Multiple diligence attempts for part return were unsuccessful and therefore, no evaluation or testing was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) duplicated the reported complaint. However, per the srt, this is normal system behavior. The flow values are obtained from the flow sensor in liters per minute (l/min) whereas milliliters per kilogram per minute (ml/kg/min) and liters per minute per square meter (l/min/m2) are obtained using body surface formula. Both the ml/kg/min and l/min/m2 depend on the flow sensor value to calculate. When the flow sensor was disconnected from the circuit, this caused the display to show dashes (---). The last calculated value for ml/kg/min or l/min/m2 will remain displayed until the flow sensor is reconnected. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
D4 - the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4 - the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) displayed dashes for the liters per minute (l/min) flow rate, indicating zero flow. However, when switching to alternative flow rate display units, liters per minute per meter squared (l/min/m2) or milliliters per kilogram per minute (ml/kg/min), flow values continued to be shown. There were no reported adverse consequences to the patient.